Manufacturer narrative:
D2b: pro code: lit.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac artery. A 10.0 x 60, 135cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon was burst while blowing it inside the patient's body. The procedure was completed with another of the same device. No complications were reported, and the patient was stable.

Manufacturer narrative:
D2b: pro code: lit

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac artery. A 10.0 x 60, 135cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon was burst while blowing it inside the patient's body. The procedure was completed with another of the same device. No complications were reported, and the patient was stable. It was further reported that the target lesion was 75% stenosed, mildly tortuous and mildly calcified. During the first inflation at about 16-20 atmospheres for under 10 seconds, the balloon ruptured.